Event description:
It was reported that dosing on the ilet stopped after the user replaced their libre sensor and was unable to start it, with repeated app prompts to start/scan the sensor and initial bluetooth pairing failures between the ilet and a samsung a16 that were resolved after troubleshooting; the first sensor would not activate despite scans, and a replacement sensor activated successfully, after which a fingerstick glucose of 340 mg/dl was entered to resume dosing. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin dosing with resumption after successful sensor activation and manual glucose entry. Investigation included guided troubleshooting of bluetooth pairing, application reinstallation, device restart, sensor replacement, and coordination with the sensor manufacturer for replacement. Investigation of this case revealed a failed sensor activation and prior bluetooth pairing failure that impeded cgm initiation, resulting in suspended dosing until a new sensor was started and pairing was restored. It was concluded, based on previously established findings for similar reports, that user interface and connectivity factors related to cgm pairing and sensor activation were the most likely causes.